Manufacturer narrative:
Vyaire file identification no. (B)(4). Review of the log files show that alarm 389 is visible in the logs. Gas path test shows that the safety valve is leaking 0.55l/min. As a resolution, a replacement safety valve has been sent to the customer.

Event description:
Customer reported that alarm 389 - no o2 dosing possible is active on this device. At this time, patient involvement is unknown.

Manufacturer narrative:
Method code: additional information - 4114 device not returned. Result code: correction - 180 mechanical problem identified. Conclusion code: correction - only put 4307 caused traced to component failure.